Manufacturer narrative:
A specific root cause could not be identified. A general issue with the reagent or system can be excluded. Additional information for further investigation was requested but not provided.

Event description:
The customer questioned results for one patient sample tested for carcinoembryonic antigen (cea), afp a1-fetoprotein (afp) and hepatitis b surface antigen (hbsag). The results for cea and afp were erroneous. The erroneous results were reported outside of the laboratory where they were questioned by the physician. This medwatch will cover afp. Refer to medwatch with patient identifier (B)(6) for information on the cea erroneous results. The initial cea result was 16.6 ng/ml. The sample was repeated after recentrifugation on (B)(6) 2015 and the cea result was 2.61 ng/ml. The initial afp result was 16.8 ng/ml. The sample was repeated after recentrifugation on (B)(6) 2015 and the afp result was 3.97 ng/ml. No adverse event was reported. The e601 analyzer serial number was not provided. The field service engineer checked the analyzer and no problems were found. The analyzer and sample probe were cleaned. The pressure sensor was adjusted. The last calibration for afp was performed on (B)(6) 2014. Analyzer performance testing was completed with acceptable results.

Manufacturer narrative:
This event occurred in (B)(6).